Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv2924 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that the connector of the extension tubing was unable to be engaged firmly. No other information was provided.

Event description:
It was reported that the connector of the extension tubing was unable to be engaged firmly. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty assembling a connector is confirmed; however, the exact cause is unknown. One two-piece 4 fr groshong nxt connector was returned for evaluation. An initial visual observation showed blood residue on the returned sample. The connector pieces were found to be returned assembled. A microscopic observation revealed a gap between one locking arm of the proximal connector piece and the catch slot of the distal connector piece. An attempt was made to disassemble the connector and the connector pieces were found to be able to be pulled apart by hand with relative ease. The distance between the locking arms of the proximal connector piece was measured and was found to be wider than the specification; however, it is unknown if the connector was damaged prior to this measurement or what other contributing factors may have affected the interaction between the connector pieces. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event.